Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. An event of infection was reported to abbott. It was conveyed that the infection originates at the extension site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was placed on antibiotics and a pic line. As a result, a device history record was performed to review and confirm the sterility of the extension site(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates the patient passed away due to a possible, however not confirmed, rare toxicity to the antibiotics. Date of death is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection in the track of the extension. Surgical intervention took place wherein the system was explanted. Patient was placed on antibiotics and a pic line.